Event description:
The physician reported that the inner blister packaging of the subject pacemaker was not properly sealed. It was indicated that when the plastic box was turned over the table, the screwdriver and the pacemaker fell on the table. This plastic box was discarded and not retrievable. The physician decided to implant the device anyway since the outer blister package was properly sealed.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the inner blister packaging of the subject pacemaker was not properly sealed. It was indicated that when the plastic box was turned over the table, the screwdriver and the pacemaker fell on the table. This plastic box was discarded and not retrievable. The physician decided to implant the device anyway since the outer blister package was properly sealed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the inner blister packaging of the subject pacemaker was not properly sealed. It was indicated that when the plastic box was turned over the table, the screwdriver and the pacemaker fell on the table. This plastic box was discarded and not retrievable. The physician decided to implant the device anyway since the outer blister package was properly sealed.